Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. See regulatory report # 6000153-2015-00574 regarding the second lead. (B)(4).

Event description:
A patient who had an implantable neurostimulator (ins) for chronic low back pain and spinal pain reported on (B)(6) 2015 that they had a revision surgery in 2012 because the doctor thought the lead had come out of place. No related patient symptoms were reported. A supplemental report will be submitted if additional information is received.